Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An incorrect product delivery with a replacement adc device was reported. Customer reported that they received a freestyle libre 1 instead of freestyle libre 2 and they realized later that there was no alarm feature on libre 1; due to receiving the incorrect product of freestyle libre 1 customer experienced convulsions, a loss of consciousness, requiring treatment of a glucose injection via third-party. There was no report of death or permanent injury associated with this event.